Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a ¿no delivery alarm¿. This complaint is being reported because troubleshooting of the issue was unable to be completed to determine if the issue is able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.